Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any wear. The other cables at the instrument's wrist were undamaged. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during the reprocessing of a da vinci maryland bipolar forceps instrument, some of the wires at the tip were broken/torn up. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.